Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 188 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer state that the contacts on the battery cap are neither missing nor damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked lcd window and cracked case at the display window corner. Insulin pump passed the displacement test, idle current, run current test, self test and off no power test. Pump received with normal operating currents. No blank display noted.